Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-31. H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one opened un-retracted unit and two photos. Upon inspection of the photos, it was noted that a small white speck was coming off the tip of the catheter. During the microscopic examination of the sample, it was observed that excess catheter material was attached to the catheter tubing and could not be removed. Excess material on the end of the catheter can occur during the manufacturing process and is acceptable within certain specifications. The excess material was measured and found to be within specification; therefore, the reported defect was not confirmed. Preventative maintenance and quality inspections are performed at regular intervals. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 2 bd nexiva¿ closed IV catheter systems experienced foreign matter in or on device cannula/needle/catheter. The following information was provided by the initial reporter: before using, it was found that there were burrs on the catheter tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd nexiva¿ closed IV catheter systems experienced foreign matter in or on device cannula/needle/catheter. The following information was provided by the initial reporter: before using, it was found that there were burrs on the catheter tube.